Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® k2e 10.8mg plus blood collection tubes, one (1) tube exhibited a foreign body in the tube. No adverse impact was reported regarding the patient or user.